Event description:
This lead is implanted on (B)(6) 2013, remains implanted at this time. Information was received that on (B)(6) 2013, it was noted, that the rv threshold measurement (2.4v - 1.0v)outputs changed. And there was micro dislodged lead. The physician was dr. (B)(6). The facility was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).